Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During a baxter service evaluation, a technician reported a colleague infusion pump was found with failure code 810:11 that was caused by a faulty ail pcb (air in line printed circuit board) that was recalibrated by service. The event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version for this device is 5.09.90, categorized as remediated. No additional information is available.